Event description:
The manufacturer received information alleging device has a strange burning smell, she said it burnt her nostrils, device has strange odor and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged device has a strange burning smell, she said it burnt her nostrils, device has strange odor and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, and dc jack color insert. An unknown contamination was observed inside the top and bottom enclosures, inside the ui, and in the in the rear panels. A white powder substance was observed on the blower, blower box, and rear panel o-ring. A hairlike substance was observed inside the bottom enclosure. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. A heat test was performed to verify the correct temperature.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to directly address the symptom outlined in the complaint. Observed dust or dirt contamination in the air path, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated or corrected.